Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill messages occurred. Reportedly, customer did not remember the amount of insulin filled into the cartridges. Additionally, it was reported that the customer experienced resistance when filling the cartridge. Customer's blood glucose was 110 mg/dl. A new cartridge was loaded to address the event and insulin delivery was resumed.